Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2012 to report that patient had suffered a hypoglycemic event while driving his truck. Patient got into an accident and truck rolled into a house's front yard after hitting another car. Patient recalls his cgm was reading in the nineties mg/dl prior to getting behind the wheel. Paramedics were called to the scene and patient's bg was measured at 32 mg/dl. Patient was transported to the hospital and a CT scan as well as x-rays were performed on patient. The patient reports more inaccuracies occurred while he was at hospital, cgm/bg 126/282 mg/dl. Patient was released from the hospital the same day he was admitted. Patient also admits that he constantly makes insulin therapeutic adjustments based on his cgm values alone, against cgm's user's guide recommendations, which he never read prior to starting on cgm. At the time of his call to dexcom technical support, patient reports that his driver's license had been revoked and that he still suffered from scrapes and bruises.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.